Event description:
Customer contacted beckman coulter inc. (Bci) regarding reactive toxo igg results generated by the access 2 immunoassay system for one patient. A patient sample when tested gave toxo igg results of 18.7 and 19.6iu/ml. The results were reported outside of the laboratory and did not match the patient's clinical history. A second sample obtained from the patient approximately one month later was tested using a different reagent lot also resulted reactive, 11.7iu/ml. Patient's previous toxo igg results on (B)(6) 2009, (B)(6) 2009, and (B)(6) 2009, were all non-reactive. However, one sample from (B)(6) 2009 was re-tested in (B)(6) using a different reagent pack gave a reactive result of 21.8iu/ml. Customer sent three of the patient's samples to cpls (customer product line support) for further testing and non-reactive results were obtained for all samples received. Another patient sample from (B)(6) 2009 was tested for toxo igg with an alternate methodology and resulted as non-reactive. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges before and after the event. System check run on (B)(4) 2009 and (B)(4) 2009 resulted within specifications. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.